Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: a hedgehog brush head detached form the catheter was received for analysis. Visual analysis noted that the brush head was bent, the bristles were intact, and no evidence of missing bristles was identified. A section of the catheter was attached to the brush wire, indicating the catheter had broken. Black markings were observed on the ball tip of the brush head, indicating use. The brush head ball tip was dimensionally inspected and was within specification. No other device problems were noted. The reported event was confirmed. A broken off hedgehog brush head was received for analysis. The bent brush head suggests that force was applied when using the brush to clean the endoscope, and it is likely that excessive force or twisting of the brush during use caused or contributed to the brush break. Therefore, based on all available information and analysis of the returned device, the most probable root cause is unintended use error caused or contributed to event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During the scope cleaning the brush head (small end) broke and was stuck in the scope. There was no patient involvement in this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. This is a non-sterile device with no expiration date. Imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on an unknown date. During the scope cleaning the brush head (small end) broke and was stuck in the scope. There was no patient involvement in this event.